Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observations : the conductor wire was found with a retracted insulation. The wire appeared to be partially pulled out, exposing the wire. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The probable root cause of grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of retracted insulation is attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
Refer to h11 for follow-up information.